Event description:
Discrepant (-) urine vs high serum quant. Patient yesterday afternoon (not 1st am void) was also urine (-), upon physical exam, physician suspected pregnancy so sent serum to lab for quant. Serum quant >16,000. No patient samples available for investigation.

Manufacturer narrative:
(B) (4) summary of results: the retention tests met qc specification. Correct positive results were showed when tested with 25miu/ml hcg urine control. Correct positive results were showed when tested with 100miu/ml hcg control and 500iu/ml hcg urine control. No false negative was found in the test. Probable root cause: generally, the hcg concentration increase rapidly at the beginning of the pregnancy and the level doubled and every 1-2 days. But it is possible that the customer obtained negative results while he/she is already pregnant as the hcg concentration is not so high. Moreover, the urine sample is likely to be influenced by many factors, such as taking in too much water before testing, which will dilute the urine specimen and decrease the hcg concentration in urine. So we suggest the patient tests with the first morning urine. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed. Manufacturing documentation review results: there is no abnormality found in batch review and the product number, product description and lot number was verified. Returned device evaluation pending.